Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Update (B)(4) 2013. The colonoscopy procedure was (B)(6) 2013.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device was done. The product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the device was half deployed. The clip assembly was not returned. The yoke, which was still attached to the control wire was then actuated and deployed. The over sheath assembly was not returned. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. Therefore, the most probable root cause classification is ¿operational context¿. A DHR review was performed by medventure for lot number ml000513c3. The DHR review revealed no deviation of the device specification, product process specification, the quality assurance procedure and specifications. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Update october 10, 2013. The colonoscopy procedure was (B)(6) 2013.